Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo lesion in the mid left anterior descending artery that was 95% stenosed. The lesion was pre-dilated with a semi-compliant balloon. Before loading a 3.0 x 33 xience xpedition stent delivery system, the physician noted that the stent was partially dislodged (still outside of the anatomy), inside the protective sheath. The device was not advanced on the guide wire and there was no patient involvement. Another same size xience xpedition was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed MDR, device return analysis confirms no stent dislodgement, however the account states that the physician presumed a partial stent dislodgement while loading the device on the guide wire. Therefore, the physician pressed on the stent and kept it there but decided to use another device to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was not able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.